Event description:
It was reported that the patient received inappropriate shock after experiencing supraventricular tachycardia. Programming changes were made and further programming adjustments will be evaluated during the patients next follow up. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.